Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. Reportedly, the customer suspected that cause of the elevated bg level to be due to the infusion site; however, the customer performed a full supplies change and no issues with the previous supplies were identified. The customer declined to perform troubleshooting with tandem technical support, and believed that changing all of the supplies on the pump resolved the bgs. Recommendation was made to call back tandem technical support should further assistance be needed.